Event description:
During follow up appointment patient's family said they had difficulty turning affected side. Doctor was able to turn the device however was unable to feel/hear any feedback that the device was advancing. Doctor upped to 1 1/2 turns. On (B)(6) 2016 the patient showed up to follow up appointment and the distractor was broken. Secondary surgery was performed to remove and replace broken device.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the broken plate that was returned. Process evaluation was also performed based off the lot number provided. Tensile cracks were observed under the stereo microscope. Further observation determined there were no indications of material or manufacture defects. The product history device records were reviewed based on the lot number provided and no abnormalities were found. The results of the investigation conclude that the root cause for the breakage was due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.